Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had his revision. It was stated that the lead placement was better with coverage where the patient needed it in a standing position only. It was stated that the patient's post-operation appointment was last week and the patient was reportedly doing well.

Event description:
It was reported that the patient experienced stimulation in the wrong location. It was stated that the patient felt stimulation in the center of his back on the right side, which "made it hard to breathe" as it was "zapping his diaphragm." When stimulation was off, the patient had no problems breathing. It was added that the healthcare provider (hcp) thought the lead needed to be moved 2 dermatomes down (1-2 cm). The patient had a revision (2nd surgery) on (B)(6) 2013 that lasted 5.5 hours (was supposed to last 30 to 40 minutes). It was also stated that the patient had to be put "completely out because he was in too much pain." It was further stated that "too much" scar tissue had formed, so another laminectomy was performed. All of the programs were cleared out, so the patient would not turn stimulation on. The patient was to return to the hcp on (B)(6) 2013 to be programmed (to wait for the fluid to go down). It was noted that the manufacturer representative did not show up for the (B)(6) 2013 programming session. The patient was reportedly in "a lot of pain." It was also reported that the patient had a difficult time recharging. The use of the antenna locate (al) feature resolved the issue and the patient was able to recharge with 8 coupling bars. Additional information received reported that the lead was not in the correct place for the patient to receive adequate stimulation. The patient was programmed using the left side of his lead to capture right rib/stomach/thigh stimulation. It was stated that the right side of the lead was "so lateral he only felt uncomfortable stomach/rib stimulation." It was stated that the manufacturer representative would meet with the patient and hcp on (B)(6) 2013 to discuss the course of action. It was added that the patient was open to having another revision (3rd surgery), at which point if the hcp was unable to move the lead more midline, he would like to explant the system. It was also stated that the neurosurgeon would be consulted to see if a revision would be possible, since the last surgery was lengthy (5.5 hours and 3 laminectomies) and the appropriate stimulation was not accomplished. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient met with the manufacturer representative and surgeon today. It was determined by the surgeon that the lead needed to move more midline and the patient would be scheduled for a third revision, but the date was not determined.